Manufacturer narrative:
B5: upon follow up, it was reported that the cause of the peritonitis event was due to mycoplasma. Two after hospitalization, pd therapy was discontinued and the patient was transferred to hemodialysis. Seventeen days after event onset, the patient was discharged from the hospital and was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event (for two weeks). The cause, treatment, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.